Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that a patient's right ventricular (rv) lead exhibited high defibrillation impedance. No changes or interventions were reported. The patient was stable.